Event description:
Relion ultima blood glucose test strips lot 46341 were reported recalled in FDA medwatch alert "abbott glucose test strips: recall - false low blood glucose results". The box of 100 strips with this lot number produced multiple low blood sugar readings when I was not experiencing severe hypoglycemia symptoms. I have had type 1 diabetes for 40 years, and have developed hypoglycemia unawareness. I have also had incidents of hypoglycemia induced seizures and one life-threatening incident of diabetic coma, so have to quickly respond to either symptoms or blood glucose readings below 60 mg/dl. Because my type 1 diabetes is subject to severe fluctuations, i.e., "brittle", I perform blood glucose tests 4 to 6 times a day or more often if indicated. After the test strips in question produced blood glucose readings of 38, 28, and even lo, I responded by consuming liquid glucose doses, fruit juice, or other quick acting carbohydrates to correct the low blood sugar. I delayed injecting the normal dose of quick acting insulin - apidra- based on the low blood glucose reading. Also, with this lot of strips, I then had a severe high blood sugar level in the subsequent blood sugar test. I attributed the hyperglycemic results to "smogee" reaction, that is, delayed release of glucagon from the liver. The errant results from this lot of test strips has caused my nominal control of already brittle diabetes to be extremely erratic, despite frequent blood glucose tests. Dose or amount: home bg test. Frequency: 4 - 6 x daily. Route: sq. Diagnosis or reason for use: type 1 diabetes mellitus.